Event description:
It was reported that the pump exhibited an error watchdog alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked on bottom case. The tamper seal was broken. The event history log (eh) showed a primary audible alarm post error. The device was powered on and a functional test was performed, and the reported issue was duplicated. The primary audible alarm post error was found intermittently at power up. The reported cause was due to a high profile c9 on the interconnect pcb with a fractured solder joint which caused the primary audible alarm post error intermittently. As a result, the interconnect pcb was replaced and preventive maintenance and all the functional testing were performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.